Event description:
The or staff report the ap lap band broke when the physician was trying to insert it into the pt. The device broke before being positioned into place on pt. The break occurred at "tab" section of band. Or staff report this break may not affect the integrity of the band but could hamper the ability to revise the band at a later date. The staff report a small plastic fragment was retrieved from the pt's abdominal cavity. The broken piece in the patient's abdomen was the tab. A new unopened band was obtained and used for the procedure. No injury to pt, just a delay in obtaining a new band. Of note: this is the second break occurring in the same place within the last 2 weeks. The or staff actually stated they have seen "4 devices break recently in this same spot" although only 2 were reported to our office. Will continue to monitor and have reminded or staff we need to be aware of all device failures/breaks. The device fell apart. We have notified the manufacturer of the recent device failures with this product and both recent devices have now been returned to the manufacturer for evaluation purposes.